Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized last year due to a blood glucose level over 500 mg/dl, ketones, and vomiting. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.